Manufacturer narrative:
Image review: four media files were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 5mm on the non-coronary cusp in the cusp overlap view and 3mm on the left coronary cusp in the lao view. However, the valve appeared to be significantly under expanded, particularly in the cusp overlap view. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. As stated in the evolut fx+ instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The depth was deemed acceptable, though the under expansion warranted a recapture. The valve was released and appeared to have migrated above the annulus but without contrast injection it is not possible validate position of the valve after release. Evidence supports that the valve was snared and during advancement of the second delivery catheter system, the nose cone interacted with the outflow of the dislodged valve and further attempts to advance failed. It was reported that further attempts to implant an evolut were aborted, and a non-medtronic valve was implanted which resulted in coronary occlusion, annular rupture and subsequently death. Images of the non-medtronic val ve implantation were not provided for review. Updated b.5, d.4, h.4, and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the rupture was caused by the inflow of the embolized valve while trying to cross the frame with the second valve. Per the physician, the non-medtronic 20 mm valve caused the occlusion. Per the physician, the cause of death was coronary obstruction and root dissection. The valve and dcs could not be excluded as a contributing cause to the death.

Event description:
It was reported that during a transcatheter bioprosthetic valve implant, after final deployment and while closing vascular access, the valve embolized minutes later. The patient remained stable, and the embolized valve was snared above the sinotubular junction to avoid sinus sequestration. Attempts to cross the embolized valve with a new valve and dcs were unsuccessful. The physician then selected a non-medtronic 20mm valve, which was able to cross the embolized valve frame and was deployed. Immediately following deployment of the non-medtronic valve, right coronary artery occlusion and annular rupture occurred. The patient declined surgical conversion and was pronounced dead a few minutes after the annular rupture.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012642929); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012685683); product type: 0195-heart valves; product ID evolutfx-26 (unknown serial/lot); product type: 0195-heart valves; product ID evolutfx-26 ((B)(6) serial); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.